Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep performed an image quality check using a line pair tool. He found the system was in spec at normal, mag 1, and mag 2. He checked tracking and max dose and found to be within spec. He viewed some of the previously saved cases and found user did not collimate in on any images, causing poor images from lack of proper applications. They pulled the systems error log and found cmos generator errors, the 3v battery on x-ray control at .5 volts, and replaced the lithium battery on the x-ray control. The system operates as intended.

Event description:
The customer reported that the system displayed poor image quality.